Manufacturer narrative:
Intuitive surgical inc., (isi) has received the following additional information from the initial reporter : the black cable on 8mm fenestrated bipolar forceps instrument was broken. The cable was broken into half and was not loose. The black insulation on instrument was not stripped or damaged. The wires were not exposed due to damaged insulation. There were no signs of thermal damage. The event did not involve arcing. The issue occurred during the surgical procedure. There was no particular discomfort in the operation, but it was found that the wire was broken and protruding from the wrist. The ports were already placed. There was no patient injury. The procedure was completed robotically with da vinci system. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information could not be verified from the perspective of personal protection. Based on the additional information obtained from customer, annex e and f codes were updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument was observed to have a broken conductor wire. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.